Manufacturer narrative:
A search for the manufacturer's record evaluation was performed for the lot number reported and it could not be located. The investigation of the returned device was completed by the failure analysis lab on 11/25/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During visual evaluation of the device a tear measuring approximately 0.1 cm within a crease on the posterior view was found. Leak testing revealed there was also a leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Regarding the crease within rupture found, this is consistent with a failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7/25/2019. When the devices were explanted, bilateral prosthesis replacement was performed. The right replacement was a mentor smooth round moderate profile 375cc saline prosthesis (catalog #3501660, serial # (B)(4). The left replacement was a mentor smooth round moderate profile 350cc saline prosthesis (catalog #3501655 serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/22/2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, lot #115917. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced left sided deflation post procedure. The patient received a medical diagnosis of the deflation. As a result, an explant is planned for (B)(6) 2019.